Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered from the cartridge. Customer's blood glucose level was 583 mg/dl. A bolus was delivered to address bg level. The customer changed cartridge to resolve the issue.